Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an av-nodal reentrant tachycardia (avnrt) procedure, after video returned to the remote monitor, while a few minutes into the case, the computer froze. It was noted that only basic data entry was being performed at the time and no mapping was being performed. The system was plugged into a normal ac outlet. A hard reboot of the dws was done. Upon reboot, no errors appeared, however, the pc froze for a second time and another reboot was performed. Once rebooted, the pc was able to function but was slow/lagging. The procedure was able to be completed with no adverse patient consequences. A delay occurred due to these issues.